Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the collimator had some issue and it needed to be replaced. No further information regarding the issue has been provided. No service has been performed by philips as the customer didn't approve for the service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's collimator needed to be replaced, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.